Event description:
The customer is unable to calibrate the axsym rubella igg reagent using a new reagent lot with a new calibrator lot. Error codes 1111 (master calibrator 1 too high) and 1048 (a/b ratio too high) were generated. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.